Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was opened and passed off to the field and the actual suture that was inside the package was not the same. The foil wrap said one product code and the actual suture was different. Another like device with the correct product code was used to complete the procedure with no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mj7031 mfg date: 08/18/2018, exp date: 07/31/2023. Batch kbk720 mfg date: 02/25//2016, exp date: 01/31/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.